Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 09-sep-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent sterilization and experienced breast tenderness, hot flashes, mood swings, and some but rare headaches. Physician states that patient is complaining of breast tenderness, hot flashes, mood swings, and "some but rare" headaches. Events are ongoing. Health care professional also reported that, prior to essure, patient was on oral contraceptives (not specified) and she had had the same symptoms. Doctor stopped oral contraceptives and she felt better. In addition physician informed that patient is convinced that her current problems are essure related; however doctor thinks complaints are hormone related and not essure related. Patient wants essure inserts removed. (B)(4). The final assessment was: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts were accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in (B)(4). The medical assessment was: that ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related was a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without that information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation was possible. No complaint sample was provided. The technical assessment concluded unconfirmed quality defect. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on that report. Follow up information received on 14-oct-2014 from physician: the patient's demographics were added (initials, date of birth, weight and height were added). Patient had historical gynecological interventions: cervical conization, curettage and had a cesarean section in 1985. Patient had no previous iud; and no myomectomy or adnexal surgery were done. The patient was not post-partum at time of insertion. Essure ess305 was inserted in (B)(6) 2011; lot number used was 629142. Per reporter, no UDI number was available. During the procedure, the patient had cervical dilatation and sounding done. She received lidocaine and novocain as analgesia; no general anesthesia was applied. The insertion was considered easy; with easy visualization of the tubal ostuim. No fluid loss of more than 1500cc was observed. On (B)(6) 2011, hsg (hysterosalpingogram) was done and showed bilateral occlusion; successful essure. The patient used depo-provera as back up contraception until the occlusion confirmation. The physician confirmed all the events reported previously. On (B)(6) 2014, an ultrasound was done and showed normal size of the uterus (8.6x4.7x5.5) and a small myoma and normal adnexa. On (B)(6) 2014, essure devices were removed via laparoscopy by patient request. No pathology results were provided. During surgery, the correct placement of devices was observed. Physician reported that salpingostomy was done. Patient outcome after surgery was reported however not understandable in source document. The case was upgraded to incident due to intervention. Ptc investigation result was received on 21-oct-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: case upgraded to incident due to device removal and lot number 629142 provided: production date: january 2009, expiration date: january 2012. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to batch no. 629142. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced some but rare headaches. This event was considered serious, due to medical importance and is listed according to essures' reference safety information. In this particular case, physician believed that the patients' headaches were hormone related and not essure related; nevertheless considering that headaches have been reported as possible adverse event during essure therapy, a causal relationship with the suspect insert cannot be excluded. This case was initially considered a non-incident; however upon receipt of follow-up information it was upgraded to incident, since devices were removed by laparoscopic surgery (salpingostomy) due to patients' request. Additionally non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.